Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the display screen was blank. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2015 with the following findings: visual inspection revealed that the battery compartment was cracked form the bottom to the bumper pad. During testing, the pump powered on to a blank display with audio tones functional. A leak test was performed and a leak was found at a crack between the display lens and the pump seal. The pump case was removed and moisture was found on the printed circuit board and other internal components.